Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
Material no.: 382533, batch no.: 8235941. It was reported that before use of the bd insyte¿ autoguard¿ bc shielded IV catheter when the nurse removed the cap of the catheter, she noticed debris on the tip of the catheter. There were wo occurrences. The following information was provided by the initial reporter: when the nurse removed the cap of the iagbc catheter she noticed debris on the tip of the catheter. She did not insert in the patient.

Manufacturer narrative:
H.6. Investigation: bd received an insyte autoguard blood control 20 gauge unit from lot 8235941 for evaluation. No samples were received for the reported lot 8310635. A review of the device history record was performed for the reported lots and no quality issues were found during production. Our quality engineer visually inspected the returned unit and observed a clear piece of foreign matter (fm) present on the catheter tubing. It was determined that it was actually residual tubing material from the manufacturing process. Based off the visual inspection the engineer was able to verify the reported defect. Unfortunately, a definitive root cause could not be determined.

Event description:
Material no.: 382533 batch no.: 8235941. It was reported that before use of the bd insyte¿ autoguard¿ bc shielded IV catheter when the nurse removed the cap of the catheter, she noticed debris on the tip of the catheter. There were wo occurrences. The following information was provided by the initial reporter: when the nurse removed the cap of the iagbc catheter she noticed debris on the tip of the catheter. She did not insert in the patient.